Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of lead suture broke. Visual and functional analysis of the returned uphold (tm) lite w/ capio slim device found that the condition of the returned device would prevent the cage from catching the needle thereby confirming the event. Further analysis revealed that carrier on the capio slim suture capturing device is bent and does not deploy to the center slot on the catch. Visual examination of the mesh assembly revealed that there was a small amount of frayed suture remaining at the break. The suture and dart were missing and were not returned. Follow up revealed that the dart was disposed post-procedure. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim device was used during a pelvic floor anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure and outside the patient, the capio cage was unable to catch the suture. The procedure was completed with another uphold (tm) lite w/ capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the blue with white stripe dilator was broken.